Event description:
After experiencing pain and chronic discomfort in her left breast, rptr underwent bilateral explantation surgery on 6/22/94. The surgeon discovered "ruptured silicone implant left breast... As the left pocket was entered it was immediately evident that there was free silicone in the pocket." (Operative report dated 6/22/94.) Rptr is in possession of the ruptured implant. The above-mentioned breast implants are the only set rptr has had (installed in 6/85), and she is most disappointed that after 9 yrs she had to have the implants removed. She was told that they would last forever.